Manufacturer narrative:
Information is provided in the future, a supplemental report will be issued.

Event description:
It was later clarified by the physician's office that the right atrial lead was not functioning, so the lead was inactivated by programming a ventricular-only pacing mode.

Manufacturer narrative:
Concomitant medical products: 6947-58 lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their "lead doesn't even work...I don't know what they did when they put it in but it was a constant pulse down my arm non-stop." The patient stated the physician "turned it off." No further patient complications have been reported as a result of this event.